Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced low blood glucose of 40 mg/dl. Customer reported that the low blood glucose alert was keeping her awake and inquired on how to turn it off. Customer was assisted and was advised of the safety feature. Customer declined troubleshooting for low blood glucose. Insulin pump is not expected to return for failure analysis.